Event description:
Pt injured r forearm after fall from monkey bars. X-ray of wrist (3 views) documents minimally angulated distal r radial fracture. Dr. Applied a sugar-tong splint and recommended pt be seen by orthopaedic physician in 1 week. Appointment made by office for day 11 after injury. Splint was removed at office 9/18/94. Skin inspection revealed blisters and abrasions. Child had not reported itching or burning under cast.